Event description:
Reporter alleged blood glucose measured 278 mg/dl so customer went to the doctor as a result. It was stated the doctor measured glucose to be 107 mg/dl back to back with the customers' meter result of 273 mg/dl when testing was performed within 5 minutes of each other. Reported stated no actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.